Manufacturer narrative:
Catalogue number: only partial number of 35700 was provided the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during infusion of vasopressin using a spectrum pump blood was observed to have backed up from the central line resulting in an interruption of flow and the patient become hypotensive. There was no report of medical intervention associated with this event and the resulting patient outcome was not reported. No additional information is available.